Manufacturer narrative:
A visual inspection was performed on the returned device. The reported deformation of the stent was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported stent deformation could not be determined. Additionally, the device was returned with stretching of the inner and outer member, consistent with handling and/or manipulation of the device during use. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to use of the 2.5x48 mm xience xpedition stent delivery system (sds) a malformation of the stent was noted. Therefore, the device was not used and there was no patient involvement. A new device was used to complete the procedure. There was no clinically significant delay in the procedure. Returned device analysis identified that the device had been inserted and the inner/outer members were stretched. No additional information was provided.